Manufacturer narrative:
All of the buttons functioned properly. However, a corroded keypad was found. The unit did not have a button error alarm. The unit had a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked belt clip slot, and cracked battery tube threads. (B)(4)

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was 127 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.